Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon interrogation the right ventricular lead exhibited high pacing impedance and high capture threshold. The physician decided to continue monitoring the patient. Patient was stable.